Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while the 980 ventilator was in standby mode, a "loud pop" sound was heard, and "smoke" was seen rising from the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit's screen did not turn and the batteries would not charge. Sp identified that the breath delivery (bd) power distribution printed circuit board assembly (pcba) and user interface(ui) pcba were thermally damaged and replaced them along with bd power controller pcba. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the ui pcba which can damage the bd power distribution pcba and/or bd power controller pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the 980 ventilator was in standby mode, a "loud pop" sound was heard, and "smoke" was seen rising from the ventilator. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Correction h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while the 980 ventilator was in standby mode, a "loud pop" sound was heard, and "smoke" was seen rising from the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit's screen did not turn and the batteries would not charge. Sp identified that the breath delivery (bd) power distribution printed circuit board assembly (pcba) and user interface(ui) pcba were thermally damaged and replaced them along with bd power controller pcba, which is generally replaced in conjunction with the bd power distribution pcba. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the ui pcba which can cause damage to the bd power distribution pcba and affect the batteries. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 was updated section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned parts result code (annex c) add additional code component code (annex g) remove g02005 and add g0201201 medtronic conducted an investigation based on all information received. It was reported that while the 980 ventilator was in standby mode, a "loud pop" sound was heard, and "smoke" was seen rising from the ventilator. The device was available for evaluation. Tthe service personnel (sp) inspected the ventilator, found the unit's screen did not turn on and the batteries would not charge. Sp identified that the user interface(ui) pcba and the breath delivery (bd) power distribution printed circuit board assembly (pcba) were thermally damaged and replaced them along with bd power controller pcba. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd power controller pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for analysis. Visual inspection of the returned bd power distribution pcba found thermal damage to resistor r6 confirming the returned bd power distribution pcba was faulty. One ui pcba was returned to medtronic for failure investigation. Visual inspection determined a thermal damage to the capacitor c173. Analysis determined the returned ui pcba was faulty. The cause of the event was isolated to a faulty capacitor c173 on the ui pcba which caused damage to the resistor r6 on the bd power distribution pcba preventing the batteries from charging. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.